Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 60232un12; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect stat troponin-I reagent list number 02k41, lot number 60232un12, was identified.

Event description:
The customer observed discrepant troponin results for 1 patient while using the architect stat troponin-I assay. The customer provided the following results (ug/ml): first specimen (sid (B)(4)) (time 6:27 am) initial result 0.004 ng/ml; second specimen (sid (B)(4)) (2:00 pm) 1.092 ng/ml, retested: 1.128 ng/ml. The first specimen was tested again and generated a result of 0.185 ng/ml. It was re-run again and generated a result of 0.004 ng/ml. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.